Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03175. The pt reported that she is not receiving stimulation and that she experienced scs ipg pocket heating when charging her scs system. The pt has not charged her scs system in a month. The pt also reported painful stimulation in addition to a burning sensation in her calf (one of pt's original pain patterns) after a recent hip surgery. Follow-up identified the pt received a replacement charger per her request (original charger was not defective) and a sjm rep was able to resolve the issue with reprogramming. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.